Event description:
The surgeon was advancing a 17.0/+2.0 diopter single piece silicone lens aa4203tl model in the msi tm injector and the plunger rod of the injector bent and tore that cartridge and the lens, this was prior to insertion so no patient contact or injury.